Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.

Event description:
Customer reported serious injury. Pt fell from table and was injured on head and face. The pt fell from the table when customer was removing the arm support from under the table mattress. The customer was using towels and not the arm support pad. Also pt was not secured to the table in any way, but slid to the side when removing the arm support.